Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube shaft. A detailed microscopic examination of the balloon material identified no issues. The balloon was returned in a deflated state. No issues identified during examination of the extrusion shaft. A microscopic examination of the blade segments identified that one of the blade segments were lifted in the proximal section. The pad was intact with no damage noted. No damage was observed to the remaining blades and pads. A microscopic examination of the tip section found no damage.

Event description:
Reportable based on the device analysis completed on 03sep2025. It was reported that the balloon had significant resistance and could not cross the lesion. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior descending branch. A 10mmx3.00mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the balloon had significant resistance and could not cross the lesion. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure. However, device analysis revealed that one of the blade segments were lifted in the proximal section.